Event description:
Ous MDR. It was reported that the used pta balloon did not have the usable length labelled. It is believed this device is not associated with a patient.

Manufacturer narrative:
The technical investigation of the returned pta balloon catheter confirmed that the labeled usable length (150cm) does not reflect the actual usable length of the packed product (130cm). It was determined that the whole lot is concerned. As remedial action a voluntary field safety corrective action in the affected countries ((B)(6)) was initiated. This voluntary field safety corrective action applies only to the passeo-18 lot mentioned in this event. Other lots are not concerned. The us is not affected by this voluntary field safety corrective action. No passeo-18 2/120/150 with lot 04165648 has been delivered to the us.